Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the patient's batteries depleting earlier than expected was due to a high demand. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller said the patient replaced the batteries once. It was asked if the batteries were replaced due to normal depletion. The caller said yes, but they added that they only lasted 2.5 years and they were expecting the batteries to last 5 years. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.